Event description:
Present on admission peripheral intravenous line in left upper arm appeared to be leaking and possibly infiltrated. Ultrasound put to arm by rn to see if vein was still patent or if the line had infiltrated; white dot present throughout the vessel when scanning - line removed, and guidewire still present in accucath catheter (curled tip intact). Unsure of lot number as this was placed 9/25.